Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff noticed that the large needle driver instrument had a wire that snapped. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a snapped wire. One grip close cable was found to be broken at the distal idlers pulley. The cable segment was sticking out at the instrument's wrist. The idler pulley was able to spin freely. Engineering evaluation also observed damages on the edge and on the surface of the idler pulley. The other cables of the instrument's wrist did not exhibit any damage.